Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found the reported call service alarms on the day of the complaint. On investigation, the pump powered on and functioned properly. Time and date was correctly set. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no evidence of moisture intrusion and no anomalies were found with the power circuit. The investigation confirmed but was unable to duplicate the reported power issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, patient received call service 054 alarms again since the last call to animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.